Event description:
There was a coupling problem. The patient recharges every sunday. Once in a while he was able to get 4 efficiency bars. He charges 4-6 hours each time and never has been able to get a full charge. He charged for 4 hours last night and 3 hours this morning and it was still going between ¼ and ½ way. There were 0 efficiency bars. He has watched the cd a couple times. There was a program at the hospital to learn how to use it but was unable to go. He has been trying to learn what he can out of the book. The recharger showed full but he could not get the ins to charge and to get and keep the coupling bars. He was able to get a few bars but then they would go away. It was noted that he charged for 8 hours yesterday. The basic recharger information and coupling issues was discussed. At the end, the patient was getting 6 bars, sometimes 8 bars. It was noted that this was his 3rd recharger since implant. Additional information received reported that the patient was told that it would take an hour once a week to charge the device. It was noted that the patient had never spent less than 6 hours trying to charge the device. It was further noted that the patient had been trying to charge the device for the last 3 hours and the best he could do was about 4 bars. It was noted that the patient couldn¿t get any more than that and if he moved the slightest bit, it quit charging. It was further noted that the "machinery was screwing up." It was noted that it wouldn¿t charge and wouldn¿t regulate at all.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).